Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported the display screen was scratched, the pump rewound more slowly than it had in the past, and there were no delivery alarms. The customer also stated that the display light had dimmed, making it harder to see, and that the batteries were lasting less than seven days. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-342g, and mmt-431ag. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l, mmt-342g, and mmt-431ag.

Manufacturer narrative:
The pump passed the self-test, active current test, sleep current test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No abnormal rewind or motor anomalies were, or alarms were noted during testing. Changed the backlight setting from #5 to #1, brightness levels functioning properly. Successfully downloaded history files and traces using thump. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of (B)(6) 2025 or two days prior. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Customer did not experience an unexpected power loss of less than 7 days due to no records of a low battery alert - fault 104 on the event date or seven days prior in the pump history records. Pump was cut open to perform visual inspection and found moisture damage on battery tube. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, broken belt clip rails and scratched case. Customer did not experience an unexpected power loss of less than 7 days per the pump history. Charge/battery lasts less than expected, rewind anomaly, back light anomaly, no delivery/occlusion alarm and motor anomaly were not confirmed. Cosmetic damage at the screen was not confirmed, however, other cosmetic damage was noted. Exposed to moisture damage confirmed at the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.